Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the 12-month ultrasound revealed thrombus in the right lower extremity veins. No clinical sequelae were associated with this finding. No thrombus was noted in the ivc, pelvic veins, or left lower extremity veins. Analysis noted new, non-occlusive thrombus in the right lower extremity veins. No thrombus was noted in the ivc, pelvic veins, or left lower extremity veins. There was no treatment at the time. The site notes that the deep vein thrombosis (dvt) was possibly related to the study device and not related to the study procedure. The site noted, "known previous thromboembolic disease" as a pre-existing condition causing or contributing to the dvt. The site also noted, "the 12 month ultrasound showed minor non occlusive thrombus in the r cfv which was not seen previously. This was completely asymptomatic." The device did not malfunction or deteriorate in characteristics or performance. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Based on the investigational findings it is concluded that the thrombus is not related to the ivc filter. Therefore this event is now considered not reportable according to medical device reporting 21 cfr part 803. (B)(4). Summary of investigational findings: imaging revealed no evidence of deep venous thrombosis on date of filter implant, but imaging one year later demonstrated interval development of nonocclusive chronic appearing thrombus within the mid right common femoral vein. However, given the focality of this thrombus and the chronic appearance, this thrombus is likely completely unrelated to the ivc filter. Reference is made to IFU, potential adverse events: pulmonary embolism; filter embolization; vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the 12-month ultrasound revealed thrombus in the right lower extremity veins. No clinical sequelae were associated with this finding. No thrombus was noted in the ivc, pelvic veins, or left lower extremity veins. Analysis noted new, non-occlusive thrombus in the right lower extremity veins. No thrombus was noted in the ivc, pelvic veins, or left lower extremity veins. There was no treatment at the time. The site notes that the deep vein thrombosis (dvt) was possibly related to the study device and not related to the study procedure. The site noted, known previous thromboembolic disease as a pre-existing condition causing or contributing to the dvt. The site also noted, the 12 month ultrasound showed minor non occlusive thrombus in the r cfv which was not seen previously. This was completely asymptomatic. The device did not malfunction or deteriorate in characteristics or performance. Patient outcome: the patient remains in the study.